Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. Unformed clips were ejecting from the side of the jaws at the first firing. The clips did not fall into the patient. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed four clips as intended and it ejected twelve clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.